Event description:
It was reported that the patient experienced extracardiac phrenic nerve stimulation. The lead was reprogrammed and is still in use. The patient is enrolled in the system longevity study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4076 implantable pacing lead (B)(6) 2012; 6947 implantable defibrillation lead (B)(6) 2012. (B)(4).

Event description:
It was also reported that positional phrenic nerve stimulation is occuring. The lead was reprogrammed and is still in use.